Event description:
Initial reporter indicated that her device was off the last time she went to see her vns programming physician. She had not been having any seizures; however, once the vns was turned back on, they "started back up". Reported, they "increased the voltage of it, or whatever it's called", and every time they do so the seizures "get worse". Addressed in MDR report number: 1644487-2009-01673. Review of programming history does show the vns device when interrogated on (B) (6) 2009, was set to zero output current but no indication in review of programming history showed where that event occurred. The programming history available does not show an interrupted diagnostics test prior to that date although that is the likely cause of the event. It cannot be confirmed if it was inadvertently programmed off. The device was programmed back on (B) (6) 2008.